Event description:
The pt had his implantable neurostimulator explanted and replaced due to overdischarge. The pt had lost more than (B)(6) since his system was implanted and recharging "became difficult and painful due to instability of battery after weight loss." This was the second overdischarge of the system. The pt was receiving inadequate stimulation and it was reported that the leads had migrated. The pt was also experiencing emotional stress. The pt recovered without sequela. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.